Event description:
It was reported that inappropriate thresholds were observed. X-ray revealed that the lead had dislodged. The lead was explanted after repostioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.